Event description:
It was reported that the arctic sun device s/n (B)(6) was making a heinous noise, described as grinding metal, and the pads do not feel cold. Target temperature was 33.5c, patient temperature was 33.7c, water temperature was 27.3c, chiller temperature (t4) was 11c but dropped to 4c. Mixing pump command was 0 percentage, pump hours were 1326.5 and system hours were 1438.9. Flow rate was 1.0lpm. Device was not currently making the noise. Explained the mixing pump command tells the water temperature going to the patient was at the desired temperature. If the water temperature needed to be colder the mixing pump command (mpc) would be higher. Suggested to continue to monitor the device. The concern was the chiller harness. Watch for alert 113 (reduced water temperature control) and if the patient temperature increases, but water temperature did not decrease. Discussed how to change the cooling duration on the new device to match as closely as they could where they are on the current device. Nurse called back 2 hours later and stated they went ahead and changed the device for ease of mind. They changed from their first device (s/n (B)(6) because it was making a loud noise. They adjusted the duration to 46 hours. Now they are getting alarm 117 (pt temp 1 change not detected). Patient was 33.5c. Discussed the alarm and confirmed the patient probe was connected to the device. Therapy continued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Described as grinding metal, and the pads do not feel cold. Target temperature was 33.5c, patient temperature was 33.7c, water temperature was 27.3c, chiller temperature (t4) was 11c but dropped to 4c. Mixing pump command was 0 percentage, pump hours were 1326.5 and system hours were 1438.9. Flow rate was 1.0lpm. Device was not currently making the noise. Explained the mixing pump command tells the water temperature going to the patient was at the desired temperature. If the water temperature needed to be colder the mixing pump command (mpc) would be higher. Suggested to continue to monitor the device. The concern was the chiller harness. Watch for alert 113 (reduced water temperature control) and if the patient temperature increases, but water temperature did not decrease. Discussed how to change the cooling duration on the new device to match as closely as they could where they are on the current device. Nurse called back 2 hours later and stated they went ahead and changed the device for ease of mind. They changed from their first device (s/n (B)(6)) because it was making a loud noise. They adjusted the duration to 46 hours. Now they are getting alarm 117 (pt temp 1 change not detected). Patient was 33.5c. Discussed the alarm and confirmed the patient probe was connected to the device. Therapy continued. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device s/n (B)(6) was making a heinous noise, described as grinding metal, and the pads do not feel cold. Target temperature was 33.5c, patient temperature was 33.7c, water temperature was 27.3c, chiller temperature (t4) was 11c but dropped to 4c. Mixing pump command was 0 percentage, pump hours were 1326.5 and system hours were 1438.9. Flow rate was 1.0lpm. Device was not currently making the noise. Explained the mixing pump command tells the water temperature going to the patient was at the desired temperature. If the water temperature needed to be colder the mixing pump command (mpc) would be higher. Suggested to continue to monitor the device. The concern was the chiller harness. Watch for alert 113 (reduced water temperature control) and if the patient temperature increases, but water temperature did not decrease. Discussed how to change the cooling duration on the new device to match as closely as they could where they are on the current device. Nurse called back 2 hours later and stated they went ahead and changed the device for ease of mind. They changed from their first device (s/n (B)(6)) because it was making a loud noise. They adjusted the duration to 46 hours. Now they are getting alarm 117 (pt temp 1 change not detected). Patient was 33.5c. Discussed the alarm and confirmed the patient probe was connected to the device. Therapy continued.